Event description:
It was reported that the patient experienced continued leakage after ams 800 artificial urinary sphincter activation. The cuff and balloon were removed and replaced.

Manufacturer narrative:
H6, device code corrected.

Event description:
It was reported that the patient experienced continued leakage after ams 800 artificial urinary sphincter activation. The cuff and balloon were removed and replaced.